Manufacturer narrative:
Additional information :the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had unspecified damage. This was noted during patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.